Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: the black box showed no evidence of an "intermittent power" event. The pump powered up with the returned battery cap. The battery cap was able to fully tighten and the cap measured within specifications. Battery compartment cracks were observed in the thread area and below the grip pad. There was no evidence of moisture contamination inside the battery compartment. A 24-hour basal program was run with the returned battery cap. No reboot, loss of power or call service alarms were duplicated. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. An "intermittent power" event was not duplicated during investigation.